Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that on (B)(6) 2019 a njt was placed during endoscopy with orders to commence enteral feeds 4/24 flushes. The next day the feeding tube was unable to be flushed due to resistance felt. An abdominal x-ray was done. The physician asked for the tube to be pulled out 10cm. The feeding tube was still unable to be flushed. The feeding tube was removed and a kink was noted at approximately the 20cm mark.